Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that upon interrogation the right atrial (ra) lead exhibited loss of capture (loc) due to a possible lead dislodgement. It was unknown if there was any asystole greater than two seconds. A revision procedure was performed where the ra lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found cuts in the insultation that were likely due to removal of the suture sleeve and some body tissue in the helix housing; no other anomalies were noted. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to submit the analysis results.